Manufacturer narrative:
Concomitant products: 18875, 18875 7.5mm taperguard evac trachealx10, (lot#: 24k1348jzx) 18875, 18875 7.5mm taperguard evac trachealx10, (lot#: 24k1348jzx) 18875, 18875 7.5mm taperguard evac trachealx10, (lot#: 24k1348jzx) 18875, 18875 7.5mm taperguard evac trachealx10, (lot#: 24k1348jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the endotracheal tube, an air leak was observed, and the cuff was found to be "ruptured". This issue occurred twice within 24 hours on the same patient. Additionally, in the emergency department, three attempts were required to find a tube with a cuff that maintained air. During cuff inflation, the blue indicator balloon remained soft, the cuff felt firm, but air continued to escape. Exchange of the tube done.